Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother, (B)(6) reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose was unknown. The customer¿s, mother reported the insulin pump is flickering on and off. They have tried 3 batteries and now the insulin pump won¿t turn on at all. Troubleshooting was performed and after installing a new battery the display did not return. The customer¿s mother was advised to disconnect the customer from the insulin pump and revert to back-up plan per the healthcare professional. The insulin pump will be returned for analysis.